Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Acute angle in the lead was identified and orientation of the electrodes was atypical. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a systems diagnostic test showed high lead impedance. It was reported that the pt is doing well with vns therapy. It was reported that no trauma or manipulation of the device had occurred. X-rays were reviewed by the manufacturer and the cause of the high lead impedance was not conclusively determined; however, an acute angle in the lead was identified, the strain relief appeared inadequate, and the placement and orientation of the electrodes appeared abnormal.